Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for low reservoir, no delivery. Low battery, bad battery, bolus stopped, battery out, off limit alarms and unable to perform functional check including rewind and basic occlusion, occlusion, prime, system sensor, excessive no delivery, displacement, self test, restart tests and all operating current measurement due to blank display. No full black screen noted during testing. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including no delivery. The customer's blood glucose reading was 96 mg/dl at the time of incident. Troubleshooting found that the alarms cannot be cleared before and after a battery change. It was also found that the pump display screen periodically goes blank. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.